Event description:
It was reported that the device had undefined loose object inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s), along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue undefined loose object inside device was confirmed. On 05-l\lovember-2025, lvp was received unboxed and with paperwork. Internal inspection revealed a broken piece from the ail module. Root cause: a broken piece from the ail module. Bd workmanship. Recommend bd san diego repair center replace the ail module. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes, that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.